Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with the sheath was unsuccessful in achieving a complete opening. However, the physician feels the pt is protected with this filter and is not planning any further action except to monitor the pt. The pt's condition is good. One delivery system with the hndle in the released position was rec'd, evaluated and retained by this MFR. The filter remains implanted and therefore was not returned for eval. The engineering eval indicated foreign matter was located in the flex capsule and the plunger was fully released. No damage was noted to the delivery system. It was indicated continual flushing of the carrier system during the implant procedure was not performed which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release. Confirm location of the carrier capsule by inecting contrast through the handle of the introducer catheter. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."